Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The returned pump was inspected and there were no physical abnormalities. The 5s parameters were within expected range. The data logs were reviewed and there were 'controller error' alarms. No problem was found with the pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During use, a ¿placement signal not reliable¿ alarm suddenly occurred, and the placement signal disappeared. The motor waveform displayed a pulsed pattern. The placement signal subsequently reappeared and disappeared intermittently. Despite this, the impella continued to provide effective hemodynamic support, and its operation was not affected.